Manufacturer narrative:
The qbc seal that fell off was reattached and the system was handed back to the customer for use. The failure of the qbc seal to remain in place is considered a malfunction.

Event description:
Philips received a report that the quadrature body coil (qbc) seal was fell off. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is loose it is likely that this could lead to serious injury.